Manufacturer narrative:
The investigation found the deterioration of pinch valve tubing was the cause of the event and the issue was resolved by changing the tubing.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for 10 patient samples. The customer noticed qc was out of range on (B)(6) 2014 and was told to change the pinch tubing as it was dirty and "white colored". After the tubing was changed, the samples were repeated. Of the data provided, only the following results for seven patient samples were discrepant. Patient 1 initial cortisol result with a 1:100 dilution was 5700 ug/dl. The repeat result was 8.3 ug/dl. Patient 2 initial cortisol result with a 1:100 dilution was 1933 ug/dl. The repeat result was 11.2 ug/dl. Patient 3 initial connecting peptide (c-peptide) result was 1.2 ng/ml. The repeat result was 5.7 ng/ml. Patient 4 initial c-peptide result was 1.0 ng/ml. The repeat result was 2.9 ng/ml. The initial insulin result was 1.1 uu/ml. The repeat result was 7.2 uu/ml. For these patients the initial result was reported to physicians and treatment was initiated. Additional information was not provided. No adverse event was reported. Patient 5 initial insulin result was 1.7 uu/ml. The repeat result was 15.9 uu/ml. Patient 6 initial cortisol result was >63 ug/dl. The repeat result was 14.4 ug/dl. The initial adrenocorticotropic hormone, corticotropin (acth) result was <1 pg/ml. The repeat result was 20 pg/ml. Patient 7 initial c-peptide result was 1.2 ng/ml. The repeat result was 5.7 ng/ml. For these patients the initial result was reported to the physicians, but the customer sent the corrected result before the physicians initiated the treatment. No adverse event was reported. The reagent lot numbers and expiration dates were requested, but were not provided. It was noted the customer had not changed the tubing since (B)(6) 2014. The recommendation for the tubing change is at every preventive maintenance (pm) and every two months between pm visits.